Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's leads were explanted and replaced. Surgical intervention resolved the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-05800. It was reported that the patient's leads had migrated. Surgical intervention is anticipated.

Manufacturer narrative:
Date of event is estimated.